Manufacturer narrative:
The full patient identifier for this event is case (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. Overall system performance indicators of system check and calibration were performing within specifications at the time of the event. There is insufficient information to reasonably suggest a malfunction. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported a erroneous non-reproducible elevated hstni (accesss high sensitivity troponin I, part number b52699 and lot number 922440) was generated on the customer's dxi (dxi 800 access immunoassay w/ spot b, part number a71456 and serial number (B)(4) for one patient. The hstni result of 48 ng/l was released from the laboratory. The sample was repeat tested, and a result of 5.9 ng/ml was obtained. The sample was recentrifuged before next replicates were performed; results of 6.1 ng/l, 5.8 ng/l and 5.7 ng/l and 5.5 ng/l were obtained. There was a report of change to patient treatment in association with this event. The patient was administered treatment; however, the customer did not provide further details regarding specific treatment(s) provided. There is no further information available regarding change to patient treatment or patient outcome. There were no hardware errors or issues with other assays reported in conjunction with this event. There were no other patient results called into question. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Although the customer's quality control level 3 was noted to be erratically high outside of two standard deviations, there is insufficient information available to reasonably suggest a malfunction. There were no issues noted with sample integrity. The sample was allowed to stand for 25 minutes prior to centrifugation (30 minutes total from venipuncture). No other information regarding sample collection or handling was provided.